Event description:
The patient's daughter reported that her mom's v-go needle button released prior to 24 hours. The v-go was on for about twenty two and a half hours, from 9am yesterday till 7:30am this morning. The patient's daughter stated that the mom did not accidentally press the needle release button.